Event description:
Procedure type: wedge resection. According to the reporter: first magazine did not completely close, but did cut enough. Second magazine did cut but did not staple. Pressure plate of both magazines were bent to the side. Blood vessel was damaged and there was a strong bleed. Thorax had to be opened for stopping the bleeding. Operation had to be changed from laparoscopy to open surgery. The staples from the first device were shaped something like a b and not perfect one. Staples from the second device were shaped like a u and the loading unit did not staple but cut.

Manufacturer narrative:
(B)(4).